Event description:
Complainant alleged that during a demonstration of the device, the unit intermittently failed to read the ECG signal in all leads. The complainant indicated that there was no pt involvement in the reported malfunction.